Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on (B)(6) 2011 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, (B)(6) 2015. The last history log entry on (B)(6) 2015 the device passed a self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken during the investigation, including the excess current drain, would confirm a failing membrane. The green status led was found to be constantly lit, this is a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.